Event description:
After the nurse loaded the infusion set into the pump, she noticed all the medication was leaking out onto the floor. On the upper tubing fitment retainer, the soft rubber tubing had been partially pulled away. Customer states no further pt/event info is available.

Manufacturer narrative:
MFR's report date: 05/12/2011. (B)(4). The customer's complaint of a leak was verified. Visual inspection identified the silicone tubing was partially separated from the upper blue fitment. Visual examination under microscope noted two crush marks to the upper fitment. The root cause of the tear was not identified.